Event description:
It was reported that the patient had difficulty charging the ipg due to it located in the lower butt. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.